Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that while testing with bd max¿ cdiff, a false positive c. Difficile patient result was obtained. There was no report of patient impact.

Event description:
Report 2 of 2: it was reported that while testing with bd max¿ cdiff, a false positive c. Difficile patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max cdiff kit (ref. 442555) lot 3327287 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about unexpected positive cdiff results when using bd max¿ cdiff kit lot 3327287. Review of manufacturing records of the bd max cdiff indicated that the lot 3327287 was manufactured according to specifications and met performance requirements. Customer provided runs 2819 and 2821 from instrument ct2316 for investigation. No cdiff samples were found in run 2821. Three positive cdiff results were obtained in run 2819; position b4, b5 and b8 on which manual curve adjudication was conducted. For samples in positions b4 and b8 a step dislocation was visible in the fam channel (cdiff) and the rox channel (internal control) resulting in a positive result for the cdiff (fam channel) target for both samples. It is unlikely these positive results are true amplifications. Other similar curves, obtained with other kit lots, were found in the customer data on instrument ct2316, suggesting that the issue is not related to a specific kit lot. A field service engineer was on site and confirmed on september 13th 2024 that instrument ct2316 has been investigated and issues have been resolved. The instrument is currently running without any issues. For the third positive sample of run 2819, in position b5, analysis revealed late and low amplification, which appeared to be a true positive result without issue. Manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max cdiff lot 3327287. The root cause was not identified. However, an instrument issue and/or an environmental / cross contamination and/or storage conditions could explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.